Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported not detecting closed door which was reproduced. A review of the event history log identified multiple events of "door jammed" and "shut door - power off". The reported condition was verified. The cause was determined to be that the door hooks were out of adjustment. The door hooks were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not detecting closed door and requires excess pressure to clear the alarm. The reported problem was found during programming/ set up at the supply chain department.. There was no patient involvement. No additional information is available.